Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was overheating. The device was being used during surgery. It was reported that there was no pt or user injury. It is unknown if medical intervention occurred. There was no additional information provided.